Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The information reported under manufacturer report (MFR) was additionally reported under MFR report 3004209178-2018-00086. Additional review indicates this information pertains to MFR report 3004209178-2018-00086. Any additional information related to this event will be reported under MFR report 3004209178-2018-00086.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4) pertain to product ID: 3058, product type: electrical implantable stimulator. (B)(4) pertain to product ID: neu_unknown_lead,product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during an ins replacement on the day of the report, the lead was stuck in the header block of the ins and that the lead broke apart. It was noted that damage was caused during the procedure. The patient¿s indication for use was unknown. No symptoms were reported. No further complications were reported/anticipated.